Manufacturer narrative:
(B)(6). This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported that the j-tip of emerald was fractured when removed from the product packaging, it was fractured at the tip of the product. It was not used for patient. There was no reported patient injury.

Manufacturer narrative:
The device was returned and the engineering report is pending. It will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the j-tip of the emerald wire was fractured when removed from the product packaging. There was no reported patient injury as the device was never used in the patient. As per the lake region investigational summary, one non-sterile dgw .035 fc j3mm 150cm tef was received coiled into a plastic bag. The guidewire presented with a kinked condition at the distal tip. During microscopic analysis the core wire was observed kinked and the coil unraveled. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of the above mentioned lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The complaint reported by the customer as ¿distal tip - fractured-in patient¿ was not confirmed as only a kinked condition was noted during analysis. However, the kinked condition found could not be conclusively determined. The device did not present any obvious indication of manufacturing defect or anomaly that could have contributed to the event as reported. Neither the product analysis nor the DHR review suggests that the event could be related to the guidewire manufacturing process. Therefore, no corrective or preventative actions will be taken at this time.